Event description:
Health care professional (hcp) reports home pt (hp) was diagnosed with peritonitis while reusing drain extension lines multiple days during automated peritoneal dialysis therapy. Specific incident details regarding peritonitis event and treatment are unknown.